Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock during dialysis. Upon review, it was determined that the therapy was delivered due to a sudden drop in the patient's signal amplitude measurements which resulted in t-wave over-sensing. Additionally, there were three similar untreated episodes. The patient was evaluated in-clinic, where the signal amplitude drop could not be reproduced via provocative maneuvers. The physician elected to reprogram the device to the secondary sensing vector and will re-evaluate within two weeks. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.